Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced autoclave sterilization by mistake. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable slack; cable pinhole watertight defect. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. This issue is addressed in the instructions for use (IFU). The following statement is included in the ¿warning¿: ¿the camera head is compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all camera heads. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.